Event description:
An eent surgical drape is shedding, black, blue & brown fibers all over both trays. Black flecks on prep set, in 2007 cardinal health was informed the end-user alleges this flagging may have contributed to four cases of post-operative infection. Pts were treated and no residual affects have occurred or are anticipated.

Manufacturer narrative:
An unused sample of the a drape was received. The drape sample was reviewed by the resource internal supplier. They did not detect any loose fibers on the drape as reported. The blue nonwoven material used appeared to be typical in nature. The MFR of the particular drape lot involved in the event was confirmed to be correct via device history review. In addition, the test data review of material lot and in the event confirms conformance to specification. At this time, we cannot determine the exact nature of the situation encountered by the customer. This is the first complaint of this nature for this catalog. We will continue to monitor our customer base for complaint of this nature.